Manufacturer narrative:
The reported events of no inductive telemetry, no rf telemetry and no magnet response were confirmed as received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events.

Event description:
It was reported that the patient presented in clinic for a routine device follow-up. Upon interrogation, it was noted that the pacemaker failed to be interrogated with both inductive and radiofrequency (rf) telemetry upon multiple attempts with different programmers. Additionally, no magnet response was noted while a magnet was placed over the pacemaker, which was confirmed by the surface electrocardiogram (ECG). The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition throughout.